Manufacturer narrative:
Correction: section d4: additional information: lot number and expiration date corrected. Correction: section d6a: date of implant corrected. Correction: section h4: device manufacture date corrected.

Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy. Lead diagnostics showed that the lead had high impedances on all contacts except contacts 1 and 9. Reprogramming was attempted to no avail. Surgical intervention was undertaken wherein the system was explanted and replaced. Effective therapy was restored.